Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the sample probe was contaminated and replaced it. The fse also replaced a damaged rinse unit tube. Controls were within range. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module. The initial result was 183 mmol/l, and the repeat result on a different analyzer was 138 mmol/l. The issue was noticed when the customer experienced calibration difficulties.